Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the battery gauge was fluctuating. Additionally, it was reported that the customer received intermittent power source alerts after plugging the pump into a wall outlet. Customer¿s blood glucose level ranged from 125-150 mg/dl. The customer continued to use the pump for insulin therapy.